Event description:
A power source alert was reported by the caller. There was no reported impact to the customer's blood glucose level. The customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, which caused the pump to begin charging, and no further assistance was required.